Event description:
It was reported that during the implant procedure, the patient was programmed to lv only pacing when adaptive crt was enabled. Within one minute, the patient went into spontaneous ventricular fibrillation and the device appropriately detected and converted the rhythm. The physician inquired if the adaptive crt algorithm was associated with inducing ventricular fibrillation. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2014; 4076-52 lead, implanted: (B)(6) 2014. (B)(4).